Event description:
The customer reported that the system intermittently shut down. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector was reseated during the service call. The system was tested and found to be working as intended and put back into service.